Event description:
Ous MDR - after an implantation period of 20 months oversensing was reported. The lead and ICD were explanted and not returned to biotronik. No adverse patient side effects were reported.

Manufacturer narrative:
The ICD and a fragment of the lead under complaint were received and subjected to an extensive analysis. During the analysis of the ICD the memory content as well as the therapeutic functionality were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as farfield channel, consistent with the clinical observation. However, a thorough inspection of the ICD proved the device to be fully functional. Subsequently the lead was inspected revealing a squeezed and deformed lead body 27 cm proximal to the lead tip. In this region the coating of the conductor cable to the rv shock coil was found damaged. These findings can be considered as the root cause of noise on the rv channel. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment.